Manufacturer narrative:
Device evaluation: customer report of loose thread was confirmed. As received, valve was still attached to valve holder with all three green sutures intact at the cutting channels. A long white thread, approximately 9 cm long, was found extending out from the sewing ring around leaflet 3 near commissure 1 on the outflow aspect. Loose thread was partially tangled halfway and loose thread end could not be located. A gap, approximately 1mm long, was observed on the outflow aspect where the thread extended; no gaps were observed on the inflow aspect of the sewing ring where the loose thread extended. No other suture holes were visible around the sewing ring. No other visible inconsistencies were observed on returned valve. X-ray demonstrated wireform intact. The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Cloth tears or snags typically result from penetration by needle/suture during implant or less commonly non-conformance's in the valve assembly process. If a cloth tear or snag resulting in a loose fragment is not detected by the operating team, and the device is implanted, there may be fibers of the cloth exposed to the bloodstream. In a worst-case scenario, a fiber could separate and embolize distally. If the fragment was large enough, it could theoretically serve as a nidus for thrombus in the microcirculation and cause permanent damage to a small amount of tissue. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that during suturing of this 23mm valve it was found an outcoming thread/wire in the sewing ring. As reported no deficiency was noted before the implant. The valve was sutured with a 3-0 ticron suture with interrupted suture technique. 5 sutures were placed and they used pledgets. The surgeon did the normal procedure with the edwards holder. A 23mm valve was used in replacement. Patient is doing well after the procedure. The device was returned for evaluation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6. Based on the information available, an edwards defect is not confirmed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.